Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the sheath and dilator underwent visual inspection, functional testing, device-to-device interaction test, dissection, microscope inspection, and dimensional testing. The sheath was returned and went through sterilization with the dilator inserted. Damage at the dilator tip was noted prior to the removal of the dilator to proceed with further analysis. The functionality of the sheath was tested by turning the steering knob. It was able to deflect and hold deflection. The compatibility between the returned sheath and the dilator was tested by inserting the dilator into the sheath. No difficulties were noted, and the dilator was able to snap in the sheath. The dilator was examined under the microscope to closely inspect the damage. The dilator tip appeared to be torn, resulting in a non-smooth tip. Additionally, streaks were noted close to the dilator tip. The sheath's handle cap, valve cap, and hemostatic valves were removed to examine the valve hub under the microscope. Excess adhesive was noted on the inner rim of the shaft proximal end, suggesting that it potentially obstructed dilator insertion and caused the damage seen on the dilator tip. Additionally, a white foreign material, potentially a piece of torn dilator, was found on the inner rim.

Event description:
Reportable based on analysis. It was reported that there was an unspecified fault with the sheath's dilator during introduction into the sheath, before any manipulation. No further information was provided. The device is expected to be returned. Analysis of the returned device revealed that the dilator tip was torn.